Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a sudden return of leakage, urgency, and frequency symptoms in 2014. They went to their healthcare provider and they told the patient to turn the device off for 1 - 2 weeks and then resume therapy. The hcp explained to the patient that they have to increase their settings and possibly change the programs and cannot just have it on and not make changes. The patient will follow up with the hcp at a later date. The implantable neurostimulator is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient. The patient called back to review instructions on how to turn the stimulation back on. They noted it had been 3 weeks since they turned it off per healthcare provider (hcp) direction. The patient was able to turn stimulation back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.